Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and all results were not within the specifications. Sensor thermistor testing was done and within specification, indicating the sensor was providing accurate glucose readings. Poise voltage was done however results were not within the speciation's. An extended investigation was performed. Visual inspection was performed on the returned de-cased sensor, glue was observed covering the poise voltage test points. The glue does not compromise the functionality of the sensor. However, it does prevent a poise voltage test being performed. Performed an smu (source measurement unit) test using the connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality test indicates that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. H4 (device mfg date) were updated based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings was reported with the adc device. The customer received unspecified low sensor scan results compared to unspecified readings obtained on a competitor brand meter. The customer experienced trembling, confusion, and loss of consciousness. However, the customer reported they were able to self-treat with dextrose (grape sugar), in addition to taking painkillers, blood pressure medication, and insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings was reported with the adc device. The customer received unspecified low sensor scan results compared to unspecified readings obtained on a competitor brand meter. The customer experienced trembling, confusion, and loss of consciousness. However, the customer reported they were able to self-treat with dextrose (grape sugar), in addition to taking painkillers, blood pressure medication, and insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.